Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process. Customer¿s blood glucose level was not impacted. Customer loaded a new cartridge to address the issue.